Event description:
It was reported that a beta bionics ilet user received an alert 60 alarm. The user was assisted with troubleshooting and was advised to call back as needed for additional help. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.